Event description:
The pt experienced paraplegia and motor weakness following implant of a new pump and catheter delivering lioresal. He was admitted to the hospital. Further information is being requested from the hcp.